Manufacturer narrative:
Updated outcomes attributed to ae (b2). Reported event: rob440 - mps jason johnson reported arm shaking in haptics and knee moved to fast error presenting repeatedly. Case type : not reported. Device evaluation and results: performed system check/pm. Adjusted j2 bump stop. Adjusted j5 cable tension. Performed optical and homing compliance test to check accuracy- passed. All pre-surgery and arm functional test passed. Suggested that handpiece used in case be sent to MFR for evaluation system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that on 05/26/16 1 device was inspected and 1 device was placed . A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to rob440 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed as alleged via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 : device not returned.

Event description:
Case number: (B)(4) - mps reported arm shaking in haptics and knee moved to fast error presenting repeatedly. Case type : not reported.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4) - mps reported arm shaking in haptics and knee moved to fast error presenting repeatedly. Case type : not reported.